Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the lead was not able to adequately cover patient's pain areas due to scar tissue within the epidural space. The patient underwent a revision procedure wherein the percutaneous lead was replaced with a paddle lead. The physician also cleared out a large portion of the scar tissue. The patient was doing well postoperatively and the explanted device was not returned.